Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a troubleshooting process, which included inspecting and cleaning the pump, ensuring the o-ring was correctly placed, and successfully reattaching and loading the cartridge. The customer was then able to resume insulin delivery.